Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02409, and #3005099803-2010-02410 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a post polypectomy hemostasis procedure. This report is for the third device. According to the complainant, the patient underwent a sigmoid polyp removal; bleeding occurred due to the polypectomy, but the bleeding was considered normal for this type of procedure. The physician decided to place a resolution clip to stop the bleeding. The clip was clipped on the tissue. However, the clip would not release from the catheter so, it had to be pulled off of the tissue; no additional bleeding was caused by pulling the clip off of the tissue. They attempted to use a second resolution clip device. They placed the clip into position, and opened and closed the clip a couple of times, but the clip would not release from the catheter; the clip never attached to the tissue. A third clip was used, and had the same issue as the second clip. The procedure was stopped, and the patient remained overnight for observation. The bleeding stopped on its own. The patient was reported to be in stable condition.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).